Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm, failed battery test and battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer states the no delivery was attributed to having ran out of insulin. The customer declined to troubleshoot for the other alarms at this time.